Event description:
It was reported that the patient received a high test result (exact value unknown). The patient took medication due to the higher reading, but no further medication details are known. After an unknown amount of time, the patient became shaky and dizzy while driving, so he stopped at his doctor's office. The doctor's reading was low (exact reading unknown). The doctor treated him with orange juice. The user's daughter took him to the hospital. He was in the emergency room for 4 hours. It is unknown what treatment was administered or what readings were taken during the hospital stay.